Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The root cause of vascular damage peripheral vessel cannot be determined since the product was not returned and insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient developed a mediastinal hematoma during impella cp support. The hematoma was documented to have been caused by extracorporeal membrane oxygenation. As heparin was being used at the time of the noted condition, a relationship between pump support and the condition is unknown. The impella was removed and the procedural outcome was the patient survived the surgery.